Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had high impedance during a follow-up visit after their replacement surgery on (B)(6) 2016. It was also reported that high impedance occurred intra-operatively during the surgery, but was alleviated with proper pin insertion. The patient underwent full replacement on (B)(6) 2016 and post-op impedance within normal limits. The device was reportedly discarded immediately after surgery.